Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motor position encoder error alarm found in the history file. No damage noted on case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error while a set change. The blood glucose at the time of the incident was 297 mg/dl. The alarm history could not be checked but it was stated that the customer received a motor position encoder error alarm during the call. She stated the device was not exposed to a magnetic field. The device was replaced and returned for analysis.